Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-sep-2019 the following findings: during investigation, there was no activity relating to the pi in the black box or the download history. There were no voltage drops found in the black box. The keypad buttons did not respond to presses. The original complaint of the temperature issue was unable to be adequately investigated due to an unresponsive keypad. There was corrosion found in the battery compartment. The battery compartment was found to be cracked. The pump leaked at the battery compartment. The pump was opened and there was moisture damage found on the printed circuit board including the keypad flex connector. The unresponsive keypad was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the pump was hot to touch. There was no indication that the product caused or contributed to an adverse event.  This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.